Event description:
When the rn went into the room, she found the pt disconnected from the IV set. The tubing attached by luer lock cap to the injection set was intact. The break occurred at the tubing below the screw on cap. IV fluids leaked into the pt's bed, but there was no blood leakage from the mediport. The site was decannulated by the IV access nurse and recannulated. A similar event happened to the same pt on the previous day. Winged infusion sets with the same lot number were removed from service.